Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of angina and myocardial infarction, as listed in the xience xpedition everolimus eluting coronary stent systems instructions for use, are known patient effects associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.

Event description:
It was reported that during a proximal left circumflex and mid left anterior descending coronary artery stenting procedure, the patient experienced unstable angina and was found to have significantly elevated creatinine kinase-myocardial band (ck-mb). The event was diagnosed as a periprocedural myocardial infarction. On (B)(6) 2013, the event resolved and the patient was discharged home. There was no additional information provided.